Event description:
It was reported by service report that when the cpu board was installed the diagnostics and the outside side rails would not function. No patient involvement or adverse consequences are reported.